Manufacturer narrative:
Product event summary: analysis determined that the programmer exhibited an error code, the cord bay door was broken, the keyboard front latch was broken, the bullets assay was missing/broken, the upper hinges were broken/worn, the logo button was broken, the power cable plug was damaged, there was a small crack in the bezel display, the stylus tip position on the touch screen was out of calibration. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out-of-specification during manufacturer's analysis.